Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurend in the united states. It was reported that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2025. The patient has type 1 diabetes and was using an insulin pump prior to hospitalization. At admission, the blood glucose level was 379 mg/dl, and the patient was treated with an IV insulin drip. The hospitalization lasted greater than 24 hours. The patient also reported a heart attack during the same admission. Discharge details and exact duration of hospitalization were not reported by the customer. No further information is available.